Manufacturer narrative:
Additional information was received that it was unknown in which surgeries the electro cautery was used. Electro cautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04)

Event description:
A report was received that the patient was unable to charge the ipg after multiple unrelated surgeries. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was unable to charge the ipg after multiple unrelated surgeries. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.